Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a bad battery alarm with new batteries inserted. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer's mother reported that the battery cap's contacts and the o-ring were missing. The caller was advised that the battery cap would be replaced. The insulin pump was not replaced or returned for analysis.